Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a folfusor sv 2.5 device with a ruptured reservoir was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA (B)(4). This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing a favorable trend year over year for reported complaints of ruptured reservoirs.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The customer reported a device error indicating a failure of pads/paddles ECG.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv 2.5 device ruptured during filling. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.